Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr stuck in the lesion. A rotablator rotational atherectomy system was selected for use in a percutaneous coronary intervention (pci). The target lesions were extremely calcified. Many runs were performed; however the burr stalled and got stuck in the lesion. Several attempts were made to remove the burr. A 6f guidezilla ii was used but failed to extract the burr and it was impossible to cross the lesion with a balloon. The guide catheter, guidewire, guidezilla and the burr were removed from the patient. Three drug eluting stents were implanted. The patient's status was stable.